Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was not open. A field service engineer (fse) identified that the unit tower door latches were clicking intermittently during customer use, occasionally causing the menus to fall out of phase. Both latches were inspected and replaced with the newer revised versions. The doors were then tested several times by customer and proper functionality was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary during medication removal, the tower doors opened with multiple clicking sounds. While the nurse was viewing the screen, the display unexpectedly changed to a different system view, and the nurse was unable to identify where to remove the medication or confirm the quantity. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.